Event description:
On 17 march 2025, senseonics was made aware of an incident where user reported inaccuracy in sensor readings which led to early sensor removal

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 17th mar 2025, the user informed senseonics that user's system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 13 june 2025. G3.date received by the manufacturer? 13 june 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.